Manufacturer narrative:
The reported complaint was not confirmed. The product surveillance technician (pst) reported observing the customer roller pump operated normally without loss of display or shut down throughout the evaluation. The pump ran for 18 hours in normal conditions and then eight hours after being placed in the cold chamber overnight and the pump functioned without issue. All cabling and connections were inspected and then agitated while the pump was running and no issues were observed. The pump was then installed on a system 1 base, assigned through a perfusion screen and then operated over two days with no issues. The service repair technician (srt) performed functional test and observed the customer roller pump operated as intended. The srt replaced the small display, display cable and pump cable assembly as a precautionary measure. The srt performed a preventative maintenance inspection and verification/release test. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to medwatch #1828100-2015-00785 . The field service representative (fsr) found no problems with the roller pump upon arrival. The fsr over-occluded the pump several times with the ccp during testing to see if he could force any failures, but could not. The fsr replaced the roller pump and cable. The unit operated to manufacturer specifications and was returned to clinical use. The suspect roller pump and cable were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display blanked and never came back on. The device was not changed out, as they finished the case using the central control monitor (ccm) display. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 24-aug-2015: the pump was being used as the arterial pump in this procedure. There were no issues observed during priming and preparation for cpb. A 3/8" inside diameter (ID) tubing was used in the pump race. During cpb, and during his usual scan of the cpb circuit, the perfusionist (ccp) noticed the arterial roller pump was not rotating. According to the ccp, there was no audible warning or no visual message on the ccm. The ccp stated the local pump display was blank, and thus no visual local message was visible . He touched the local pump control start button and turned the speed knob and the pump did rotate. The display remained blank the rest of cpb, but the speed control was still functional. The pump flow rate was monitored via the ccm. There were no other pump issues the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. The pump was not changed out during the procedure. There was no harm observed.